Manufacturer narrative:
Update to b2 and d2. Reported event: during the first case of the day (pka) in (B)(6), dr. (B)(6) noticed that the 3.2mm pins broke while he was screwing. Lot w50726-2. Update: "1. Was the patient in the operating room at the time of event?yes 1. Was the patient under anesthesia?yes 2. Did the device break in the patient?yes 1. Were all pieces removed?no 2. If not, why not? Broken part too deep in bone left or right side:right was surgical procedure completed manually (yes/ no/ no associated procedure)? No, with mako till the end. Rio system details: o rob#: (B)(4)" product evaluation and results: visual inspection confirm the bone pin has fragmented and can be seen in attached image. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 05/18/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143110, l/n w50726-2 shows no additional complaints related to the failure in this investigation. Conclusions: the failure was confirmed via inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
During the first case of the day (pka) in (B)(6), the doctor noticed that the 3.2mm pins broke while he was screwing. Ref143110 lot w50726-2. Update: 1. Was the patient in the operating room at the time of event? Yes. 1. Was the patient under anesthesia? Yes. 2. Did the device break in the patient? Yes. 1. Were all pieces removed? No. 2. If not, why not? Broken part too deep in bone left or right side :right was surgical procedure completed manually (yes/ no/ no associated procedure)? No, with mako till the end. Rio system details: o rob#: (B)(4)"

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During the first case of the day (pka) in (B)(6), the doctor noticed that the 3.2mm pins broke while he was screwing. (B)(4) lot w50726-2. Update: was the patient in the operating room at the time of event? Yes. Was the patient under anesthesia? Yes. Did the device break in the patient? Yes. Were all pieces removed? No. If not, why not? Broken part too deep in bone. Left or right side: right. Was surgical procedure completed manually (yes/ no/ no associated procedure)? No, with mako till the end. Rio system details: (B)(4).